Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment, top and middle printed circuit board and battery cap of the device. The customer reported 10/000/000 was duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility, the device alarmed with a 18/000 (history pointer error while inserting a new record into history log) malfunction alarm code. No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center, battery leakage was noted in the battery compartment of the device.